Event description:
It was reported by the plaintiff's attorney that on (B)(6) 2007, the plaintiff was implanted with an ams monarc subfascial hammock mesh system to treat stress urinary incontinence. The plaintiff's attorney alleged that "from (B)(6) 2007 through the present, the plaintiff experienced injuries, including, but not limited to pain, discomfort, dyspareunia and urinary problems." The plaintiff's attorney also alleged that the plaintiff "required and will continue to require healthcare and services;" "has suffered and will continue to suffer mental anguish," erosion, scarring, "permanent personal injuries" "chronic debilitating pain, and other such damages."

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a f/u report will be sent.